Event description:
Event [preferred term] (related symptoms if any separated by commas) hypoglycemia attacks [hypoglycaemia], display is blank [device information output issue], novopen 6 can no longer transmit information for g7 sensor from dexcom [device wireless communication issue]. Case description: this serious spontaneous case from germany was reported by a consumer as "hypoglycemia attacks(hypoglycemic attack)" with an unspecified onset date, "display is blank(no image display on device)" with an unspecified onset date, "novopen 6 can no longer transmit information for g7 sensor from dexcom(device wireless communication issue)" with an unspecified onset date, and concerned a 56 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus (duration not reported) patient was prescribed with novopen 6 for 6 months. On an unspecified date, novopen 6 display was blank. Novopen 6 can no longer transmit information for g7 sensor from dexcom. On an unspecified date, patient had two hypoglycemia attacks with hospital stays (duration of hospitalisation was unknown) during use of novopen 6. Batch numbers: novopen 6: nvgdh39 . The outcome for the event "hypoglycemia attacks (hypoglycemic attack)" was not reported. The outcome for the event "display is blank (no image display on device)" was not reported. The outcome for the event "novopen 6 can no longer transmit information for g7 sensor from dexcom (device wireless communication issue)" was not reported. Reporter's causality (novopen 6) - hypoglycemia attacks (hypoglycemic attack) : unknown . Display is blank (no image display on device) : unknown . Novopen 6 can no longer transmit information for g7 sensor from dexcom (device wire-less communication issue) : unknown. Company's causality (novopen 6) - hypoglycemia attacks (hypoglycemic attack) : possible . Display is blank (no image display on device) : possible. Novopen 6 can no longer transmit information for g7 sensor from dexcom (device wire-less communication issue) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.